Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the provided video clip associated with this event was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). Per the cde, in the clip, a small piece of peritoneum was caught on the wrist of the force bipolar instrument. The caught tissue was removed with a monopolar curved scissors instrument in the surgical field. There was no visible damage, bleeding, or procedure delay as a result of the tissue becoming caught in the force bipolar wrist. A response to follow-up was obtained from the site. The da vinci coordinator stated that she was unable to determine which instrument was associated with the reported complaint. The RMA was cancelled, and no instrument was returned to isi for evaluation.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. The product has not been returned to intuitive surgical, inc. For evaluation. A review of the device logs could not be completed at this time, due to insufficient event information.

Event description:
It was reported that during a da vinci-assisted unspecified hernia procedure, peritoneal tissue was caught on a force bipolar instrument when the proximal end of the jaws at the wrist became displaced. The surgeon does not use the instrument to grasp tissue; rather, he pushes the tissue with the instrument to retract it, and this is when the tissue became caught. He used the monopolar curved scissors instrument on a different universal surgical manipulator (usm) to push the tissue off of the force bipolar instrument. The surgeon could not recall any damage to the affected tissue, and the area did not require repair. There was no unexpected bleeding as a result of this issue. The procedure was completed, with no injury to the patient.